Event description:
One touch ultrasmart meter was reading inaccurately control high. The pt reported obtaining inaccurately high control solution test results such as 136 mg/dl and 138 mg/dl. The pt neither alleged harm nor experienced injury or medical intervention due to the reported issue. The customer service rep confirmed that the calibration code was set correctly, the correct control solution was being used, the test strips were not expired/stored improperly/opened longer than the discard date, and had test strips that were in good condition. The csr walked pt through two consecutive control solution tests and both resuts fell outside the specified range. Based on the info supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshoting. Pt's meter, test strips, and control solution were replaced.